Event description:
Livanova deutschland received a report that, electronic gas blender was not working properly and showed a module defective error message along with error code e9. The issue occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient informations were not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender, the incident occurred in united kingdom. Through follow up communication with the customer, it was confirmed that the issue occurred only once and the device was removed from service. Repair at manufacturing site is required. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.